Event description:
Caller reported difficulty with pressing the quick bolus/wake button on the pump, requiring multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on how to properly press the button. The customer continued to use the pump for insulin therapy.